Manufacturer narrative:
This report is being sent to correct our previous submission. After further review this complaint should have been deemed non-reportable. The manufacturer previously reported information on a dreamwear under the nose mask used along with a resmed air sense 10 CPAP alleging the patient was getting a rash under the nose, neck, and around the eyes. The device settings during the event were unknown. The patient stated the rash was red, dry, and itchy. The patient noticed the rash a few months ago. The patient had allergy testing performed. The dream wear under the nose mask was not returned to the manufacturer or third-party service center for evaluation. There is no allegation of device malfunction or serious injury. No death. No serious harm or injury was reported. In addition, a review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable.

Event description:
The manufacturer received information on a dream wear under the nose mask with resmed air sense 10 CPAP alleging the patient is getting allergy testing done due to getting rash under her nose/neck/ and around eyes the device settings during the event were unknown. During the event, the patient experienced rash under her nose/neck/ and around eyes while using the nose mask. She states its red dry and itchy she noticed a few months ago going months ago. The dream wear under the nose mask has not yet returned to the manufacturer or third-party service center for evaluation. The manufacturer's investigation is ongoing. A supplemental follow-up report will be submitted when the manufacturer's investigation is complete.